Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 4.39mm x 2.47mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.